Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 12-jan-2026 and investigation completed on 12-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2026 against "lot number 5408986 and similar malfunction code leakage from infusion site - not device related, leakage, not set related (only use if set is damaged during preparation or use e.g., damage by customer, pet, door etc.), leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing), leakage (not confirmed to be set related) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The review confirmed that lot 5408986 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-206 against "lot number" criteria equal 5408986 and leakage from infusion site - not device related, leakage, not set related (only use if set is damaged during preparation or use e.g., damage by customer, pet, door etc.), leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing), leakage (not confirmed to be set related) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The count of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5408986 was manufactured according to the work instruction (wi) version 20 and manufactured in the inset 30 l1, on 21-jan-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: visual testing for complaints area: all 10 samples tested passed visual inspection. Guidance for functional testing 1 air flow test for complaints area: all 10 samples tested passed functional testing. Guidance for functional testing 2 air leak test for complaints area: all 10 samples tested passed functional testing for the reported malfunction code leakage from infusion site - not device related all test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples were not requested because the batch had expired, which could compromise the integrity and validity of any functional testing. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5408986and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were not requested because the batch had expired, which could compromise the integrity and validity of any functional testing. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
Reference number (B)(4) event occurred in netherlands. It was reported that patient faced infusion set leakage event on (B)(6) 2023, the leakage was in the site. The infusion set was in use for 3 to 4 hours. The blood glucose level was 48mmol. Patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2023 the patient was released from the hospital on (B)(6) 2023. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.